Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 204 mg/dl. The customer declined troubleshooting for high blood glucose and treated with syringe. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer also stated that insulin pump received the insulin flow block alarm and unable to determine the cause of the issue. The insulin pump will not be returned for analysis.